Event description:
Event description boston scientific crm received information that this boxed implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage of 2.73 volts, and a battery status indicator of mol1. A manual capacitor reform was performed, with no change in the monitoring voltage. The decision was made to not use this device. A similar crt-d was implanted without reported difficulty.